Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: ep-183620, e1 vngd ps tib brg 63/67x10, lot # 571920. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11478. Will be returned.

Event description:
It was reported that the patient underwent initial knee arthroplasty approximately 3 months ago. Subsequently, the patient was revised due to disassociation of locking bar from poly.

Event description:
It was reported that the doctor performed a polyethylene exchange approximately ten months ago to increase the flexion.

Manufacturer narrative:
(B)(4). Implant date ¿ needs corrected to unknown date. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.